Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 256 mg/dl. The customer thought that the infusion set site was not working and changed the site. No issues were observed with the cannula. A correction bolus was delivered. The customer declined tandem customer technical support's (cts) offer to troubleshoot. Reportedly, the customer had been using novolog insulin in the cartridge for 6 days. Cts informed the customer that novolog was labeled for 72 hour use with the cartridge. The customer understood the information.